Event description:
IV was being placed and blood was being drawn from the IV. We used the vacutainer that is assembled. Part of the "multiple sample luer adapter" broke off and was lodged in the end of the IV catheter, requiring pliers to remove it. We were able to remove the lodged piece.